Event description:
It was reported that this electrode exhibited oversensing and amplitude change resulting in 4 inappropriate shocks. It was noted that this patient was shivering with a fever at the time. The vector was programmed to primary from secondary. Technical services (ts) discussed trying to recreate the position this patient was in during that time. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.